Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis found the instrument main tube broken. A piece measuring approximately 0.169 x 0.410 was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the part of the instrument where the shaft and the wrist meet, was bent and broken. There was no report of patient involvement.